Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, top housing handle is broken. The complaint was confirmed. The cause was physical damage. Replaced top housing and device passed calibration, functional and flow delivery testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the handle is broken, and the pump is requesting that the memory is full. There was unknown patient involvement and unknown harm/adverse event was reported.